Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal and external inspection was performed and the device passed. Rite (returned instrument test evaluation) functional and electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. A maintenance history review was performed. The piston foam was removed and inspection found that the piston foam was deteriorated. The cause of the reported issue was due to the deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.